Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). The customer noted that the qc was within an acceptable range that day, and that the pinch tubing is replaced every 2 weeks. The investigation is ongoing.

Event description:
The initial reporter complained of questionable troponin t high sensitive stat results for 2 patient samples on a cobas e 411 immunoassay analyzer. Patient 1: the initial result was 18. This result was reported outside the laboratory. On (B)(6) 2021, the patient's tnt was > 10000, which prompted the laboratory to repeat the sample from the day before. The repeat result was > 10000. Patient 2: the initial result was < 3.0. This result was reported outside the laboratory. The patient sample was then repeated when the laboratory became aware of the discrepant results of patient 1. The repeat result was 49. The units of measure were asked for but not provided. The reagent lot number and expiration date were asked for but not provided.

Manufacturer narrative:
The investigation determined the event was due to a preanalytic issue at the customer site as the centrifugation time was 4 minutes which is below the tube manufactures specification of 10-15 minutes for this tube type. Preanalytic's are within the customer's responsibility. There was no indication of a device malfunction.

Manufacturer narrative:
The repeat result for patient 1 was previous provided to be >10000. The customer has provided the actual repeat result to be 21178. The unit of measure for all results provided is ng/l.